Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the black fiber in the tip of the force bipolar instrument snapped in half. No fragments fell into the patient. The procedure was completed with no reported injury.